Manufacturer narrative:
Device evaluation: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 170mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheter was irrigated, no occlusions noted. The valve was reflux tested, the valve failed the test. The valve was dried. The valve was then pressure tested, the valve failed the test. Review of the history device records confirmed the valve product code 82-3100 with lot ctcb09 conformed to the specifications when released to stock in 18th march 2015. The root cause for the pressure issue noted during the investigation could be due to biological debris stopping the ruby ball from being seated correctly, as the customer has asked for the valve not to be dismantled and returned after investigation it is not possible to confirm the debris on the ruby ball. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date; (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
After implantation, the surgeon was found that csf did not flow smoothly even changed settings 30 mm h2o. The device was replaced with another one. Therefore the patient¿s condition is good after the revision. The surgeon suspects that the device was occlusion by something because after revision the flow was better. There was no adverse consequence to the patient and no further information (doi, initial setting, patient information, replaced product number, etc) was provided by hospital.